Event description:
It is reported, needle broken inside patient. Verbatim: was performing trigger point injections (tpis) for patients left lower extremity myofascial pain and while performing tpi in proximal left hamstring patient reacted due to pain and 30 g 1 inch needle broke off inside patient. We were unable to retrieve the needle and area where it was inserted was circled and recommended the patient present to ed for further evaluation and management.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E4. The initial reporter also notified the FDA on 2026 march. Medwatch report is (B)(4).

Manufacturer narrative:
It was reported the needle broke off inside patient. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.

Event description:
No additional information.